Manufacturer narrative:
A visual examination of the spyscope ds device found the working channel sleeve extended from the distal cap when received. Moreover, the sleeve has a flattened deformation at the distal end and the blue shaft is bucked/kinked. The distal tip would articulate without issue. The proximal end of the distal cap was aligned to the cap weld. A spybite device was passed through the working channel, however, resistance was felt at the distal end due to the sleeve condition (flattened). The distal end of the exposed working channel sleeve was tugged; it was not detached from the catheter. There was evidence that heat was applied on the outside of the catheter during manufacturing assembly. Part of the distal end of the catheter was removed to examine the working channel. Further evaluation found that there is evidence of adhesion of the working channel sleeve to the inside of the catheter. The complaint was consistent with the reported event of working channel sleeve protruding. Based on all gathered information the investigation fails to determine a definite root cause. There is an investigation in place to address this issue. A DHR (device history record) review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used during an endoscopic retrograde cholangiopancreatography with cholangioscopy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, it was noticed that a small cylinder from the working channel was protruding out from the end of the spyscope ds. Reportedly, there was no other visible damage noted and no part of the device detached. The procedure was completed with a second spyscope digital access and delivery catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used during an endoscopic retrograde cholangiopancreatography with cholangioscopy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, it was noticed that a small cylinder from the working channel was protruding out from the end of the spyscope ds. Reportedly, there was no other visible damage noted and no part of the device detached. The procedure was completed with a second spyscope digital access and delivery catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.